Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the generator showed a message stating, "activation interrupted", and error number c-34. The site replaced the instrument and instrument activation cable and power cycled the generator. The technical support engineer (tse) confirmed error c-34 occurred in the system logs, pointing to generator voltage error. The site confirmed that the other vision side cart (vsc) system was not in use and converted the procedure to a new system. There was no reported injury.

Manufacturer narrative:
The generator was returned for failure analysis, and the reported failure was confirmed and replicated. During the error c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system did not report any faults when the procedure was started. The fault was halfway the procedure and already did a lot of cautery task.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause in this case is attributed to the generator.

Event description:
Refer to h11 for follow-up information.